Event description:
A leveen needle electrode was being used for therapeutic ablation of the liver. During the first ablation of the procedure, it was noticed that liver tissue around the insulated shaft of the probe at the five centimeter market was also ablated.